Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION. D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD.

Event description:
IT WAS REPORTED THAT A DEATH OCCURRED. A PATIENT UNDERWENT A PULSED FIELD ABLATION (PFA) PROCEDURE IN WHICH A FARAWAVE CATHETER WAS SELECTED FOR USE. DURING THE PROCEDURE, THERE WAS NO RESISTANCE FELT WHILE MANEUVERING ANY CATHETERS. THE PROCEDURE WAS REPORTED AS UNEVENTFUL, WITH NO ACUTE COMPLICATIONS, AND THE PATIENT WAS DISCHARGED FROM THE PROCEDURE IN SINUS RHYTHM WITH HEMODYNAMIC AND ELECTRICAL STABILITY. APPROXIMATELY FOUR HOURS AFTER BEING TRANSFERRED TO THE ROOM, THE PATIENT BEGAN VOMITING, DEVELOPED BRADYCARDIA, AND SUBSEQUENTLY EXPERIENCED RESPIRATORY ARREST. AN ECHOCARDIOGRAM REVEALED A 1 CM PERICARDIAL EFFUSION AND PERFORATION. PERICARDIOCENTESIS WAS ATTEMPTED BUT WAS UNSUCCESSFUL. THE PATIENT WAS THEN TRANSFERRED TO THE CARDIAC SURGERY DEPARTMENT FOR AN EMERGENCY STERNOTOMY. DURING THE STERNOTOMY, A HEMATOMA WAS OBSERVED NEAR THE LEFT ATRIAL RIDGE, BETWEEN THE LEFT SUPERIOR PULMONARY VEIN AND THE LEFT ATRIAL APPENDAGE, AND THE CIRCUMFLEX ARTERY. IN THE PHYSICIAN'S OPINION, THE INJURY WAS LOCATED NEAR THE RIDGE AND WAS CONSIDERED TO HAVE BEEN CAUSED BY CATHETER MOVEMENT WITHIN THE LEFT ATRIUM. THE INJURY WAS SURGICALLY REPAIRED; HOWEVER, DESPITE SEVERAL HOURS OF RESUSCITATION EFFORTS, THE PATIENT WAS PRONOUNCED DECEASED. THE OFFICIAL CAUSE OF DEATH WAS REPORTED AS CARDIAC TAMPONADE AND RESPIRATORY ARREST.

Event description:
It was reported that a death occurred. A patient underwent a Pulsed Field Ablation (PFA) procedure in which a FARAWAVE catheter was selected for use. During the procedure, there was no resistance felt while maneuvering any catheters. The procedure was reported as uneventful, with no acute complications, and the patient was discharged from the procedure in sinus rhythm with hemodynamic and electrical stability.Approximately four hours after being transferred to the room, the patient began vomiting, developed bradycardia, and subsequently experienced respiratory arrest. An echocardiogram revealed a 1 cm pericardial effusion and perforation. Pericardiocentesis was attempted but was unsuccessful. The patient was then transferred to the cardiac surgery department for an emergency sternotomy. During the sternotomy, a hematoma was observed near the left atrial ridge, between the left superior pulmonary vein and the left atrial appendage, and the circumflex artery. In the physician's opinion, the injury was located near the ridge and was considered to have been caused by catheter movement within the left atrium. The injury was surgically repaired; however, despite several hours of resuscitation efforts, the patient was pronounced deceased. The official cause of death was reported as cardiac tamponade and respiratory arrest.It was further reported that, in the physician's opinion, the patient's death was not believed to have been caused by cardiac tamponade. The physician mentioned that the fatal complication was more likely associated with the catheter energy delivery and/or the patient's underlying Fabry disease with hypertrophic biventricular component and recurrent episodes of paroxysmal atrial fibrillation. After the procedure, the patient was transferred to the ward, where she began vomiting approximately three hours later. A further hour later, bradycardia and cardiac arrest with the onset of asystole occurred, prompting resuscitation efforts. The initial ultrasound revealed a predominantly posterior pericardial effusion of approximately 1 cm, and an unsuccessful attempt at evacuating pericardiocentesis was made. After approximately 90 minutes of resuscitation, she underwent median sternotomy and evacuation of the effusion with internal cardiac massage. Approximately two hours after the start of resuscitation, the decision was made to discontinue resuscitation and declare the patient dead. The cardiac surgery report does not indicate any perforations of the cardiac wall.

Manufacturer narrative:
Detailed product information was not provided to BSC. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information.B2: Outcomes Attrib to Adv Event - updated.B5: Describe Event or Problem - updated.B7: Other Relevant History - updated.D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.H6: Patient codes - updated